Event description:
While wearing the external equipment, the pt reportedly experienced intermittencies followed by loss of lock. The pt was seen at the center for device evaluation. Testing confirmed that device was not functioning. The pt's death was explanted. The pt was reimplanted with another advanced bionics cochlear implant.